Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient reported to animas that he had been hospitalized in (B)(6) 2013 with diabetic ketoacidosis (dka) due to an alleged non-specified insulin pump failure. The patient alleged the pump was not delivering insulin correctly and was discontinued from insulin pump therapy and receiving insulin via injection. The patient stated he had no recollection of his blood glucose measurements at the time of the hospitalization. The patient reported symptoms of ketones, nausea and vomiting. The patient reported being hospitalized for a few days; however, does not recall specific dates or any other details of the hospitalization. Troubleshooting of the pump by animas customer technical support (acts) was not possible at the time of this call as the patient stated he did not have the insulin pump available for review. The patient stated he would call back at a later time to perform the troubleshooting on the pump. Acts made several follow up contact attempts since the original call in an attempt to review the pump with the patient, but the patient did not respond to those attempts. This complaint is being reported because the patient alleged a pump malfunction was responsible for his diagnosis of dka and subsequent hospitalization for same.